Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused albumin during patient therapy in the general patient ward, the device took longer to infuse than anticipated. Device was set to 100 ml/ hour and 35 ml of albumin remained when the infusion stopped. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.